Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(4)) stopped and displayed a user advisory (ua) after one compression. The customer stated that they do not have a battery to identify the details of ua. The customer provided no further information. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) stopped and displayed a user advisory (ua) after one compression". The archive data review indicated fault 16 (timeout moving to take-up position) around the customer-reported complaint date and was reproduced during the functional testing. The root cause for fault 16 was a seized brake gap on the drive train brake gap assembly. The autopulse platform archive review revealed that daily checks were not performed regularly, and it is unknown where the customer stores the autopulse platform. Performing regular daily checks and keeping the device in a location with low humidity will prevent the brake gap from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since the customer acquired it in 2014. The lack of proper maintenance causes potential degradation of the mechanical components of the drivetrain, leading to eventual brake seizure. Upon visual inspection, unrelated to the reported complaint, zoll service personnel observed broken areas on the bottom enclosure and a bent battery lock clip. The observed physical damages appear to be the harsh impact caused by user mishandling, such as a drop. The bottom enclosure and the battery lock were replaced to address the observed physical damages. The archive data indicated several fault 16 around the reported event date. The autopulse platform failed initial functional testing due to fault 16 displayed during the initial compression. Zoll service personnel unseized the brake gap, cleaned with alcohol, and performed manufacturing mode to address fault 16. Following this, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Following service, the autopulse platform passed the run-in test and the final testing without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).